Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent shaft broken.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a lithotripsy catheterization procedure in the ureter performed on (B)(6) 2023. During preparation, when the device was unpacked, it was found that the stent shaft was broken into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event.